Event description:
Allegedly removed during revision surgery of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00161, 00163, 00164.

Event description:
Allegedly removed during revision surgery of another component.

Manufacturer narrative:
Conclusion: no device failure.complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.